Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a follow up visit oversensing of noise was seen in alternate and secondary sensing vectors and was able to be reproduced. All stored atrial fibrillation (af) episodes showed oversensing of mechanical noise. It was noted that no inappropriate therapy had been delivered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician reprogrammed the sensing vector to primary and saw no noise. An x-ray would be obtained and a revision procedure considered as the physician was concerned over possible electrode mechanical issue. Boston scientific technical services (ts) was consulted to review the data and confirmed the oversensing of noise in the af episodes. Ts discussed further recommendations including a revision procedure. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure where the physician elected to replace the entire s-ICD system. It was noted that the coil of the electrode was un-spiraled during the explant procedure. A new s-ICD system was successfully implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow up visit oversensing of noise was seen in alternate and secondary sensing vectors and was able to be reproduced. All stored atrial fibrillation (af) episodes showed oversensing of mechanical noise. It was noted that no inappropriate therapy had been delivered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician reprogrammed the sensing vector to primary and saw no noise. An x-ray would be obtained and a revision procedure considered as the physician was concerned over possible electrode mechanical issue. Boston scientific technical services (ts) was consulted to review the data and confirmed the oversensing of noise in the af episodes. Ts discussed further recommendations including a revision procedure. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure where the physician elected to replace the entire s-ICD system. It was noted that the coil of the electrode was un-spiraled during the explant procedure.